Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient's mother stated that upon removal of the sensor pod, the sensor wire remained in the patient's abdomen. Patient experienced pain at the site of insertion. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).